Event description:
It was reported that during percutaneous coronary angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed calcified lesion was located at a moderately tortuous left common iliac artery. A 6.0mm x 40mm x 135cm (4f) sterling¿ balloon catheter was advanced and inflated but ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received inside a carrier tube (hoop). There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 15mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed calcified lesion was located at a moderately tortuous left common iliac artery. A 6.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced and inflated but ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).